Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the distal and defibrillator conductors were distorted. The distal, defibrillator, and proximal conductors were cut. The defibrillator conductor had blood/body fluid (not obstructed). There was blood/body fluid on the outer tubing overlay. The outer tubing overlay was melted, had cosmetic environmental stress cracking (esc) and had a white substance. The outer tubing had a non-electrical esc breach. The outer insulation had a cosmetic depression. There was blood in/on the helix mechanism. There was tissue on the helix. The lead was stretched and there was apparent explant damage. The tip electrode was received at analysis with the steriod ring missing and it cannot be determined when this occurred. The analyst noted that it cannot be determined how the blood entered the right ventricular (rv) leg and both the rv and svc defibrillator inner conductors were cut at 14.6cm.

Event description:
It was reported that the right ventricular lead showed no capture at maximum output. The lead was explanted and replaced. There were no reported patient complications as a result of this event.